Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. A review of the device history record, manufacturing instructions, quality control, documentation, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Sufficient controls are in place to detect this failure mode prior to release. The specific lot number was not provided but was determined to be one of four possible lots. A review of the device history records for all the possible lots was conducted. One related nonconformance was discovered, but all nonconforming product was scrapped. No other complaints have been reported for these lot numbers. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Date of event: unknown. Product code: dqx. Lot #- unknown. Initial reporter occupation: lead tech. PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a pic line placement a cope mandril wire guide sheared at the distal end during retraction of wire. The physician reported a segment was observed to have remained in the patient after a review of imaging in the pulmonary system. As reported the segment was removed endovascularly. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.